Event description:
It was reported that during a procedure, the dermatome device procured an "improper graft-space between skin." The device was in contact with the pt, however, it is reported there was no pt injury. Add'l info was received from the customer contact via phone (B)(6) 2014: he spoke with the surgeon this morning. The surgeon has used dermatomes many times before. He usually gets a smooth cut. This time it was tearing and chopping the skin. He used an older dermatome that was available to complete the procedure. He was able to use the graft. The pt was not injured.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods, eval of actual device, review of device history records, review of complaint history. Results: device history record reviewed for s-1138 show no abnormalities relating to reported incident found. This device was manufactured 04/12/2011. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on 04/08/2014. No manufacturing or design related trend has been identified. Conclusion: in summary, we are unable to duplicate end-users experience the returned unit passed all functional testing requirements. Per the IFU: "the actual thickness of the harvested tissue is highly dependent upon the operator technique and the condition of the tissue being harvested." If end-user continues to experience issues with graft quality, further training is recommended.